Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was halfway through placing the last screw when the software unexpectedly exited. The software remained on the exit screen until they performed a hard shut-down. After re-booting the navigation system, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.